Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "comparative transcatheter occlusion of patent ductus arteriosus: multicenter collaborative study across pediatric and veterinary cardiology centers". Summarized patient outcomes/complications of amplatzer vascular plug outcomes in children undergoing transcatheter patent ductus arteriosus (pda) occlusion were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus and congestive heart failure. Complications reported included supraventricular tachycardia, arrhythmia, device embolization, and premature release; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "comparative transcatheter occlusion of patent ductus arteriosus: multicenter collaborative study across pediatric and veterinary cardiology centers", was reviewed. The article presented a retrospective, multicenter study to describe characteristics and outcomes in children undergoing transcatheter patent ductus arteriosus (pda) occlusion. Devices included in the article were amplatzer duct occluder, amplatzer duct occluder ii, amplatzer piccolo, amplatzer vascular plug, amplatzer vascular plug ii, dr. Amplatz micro plug, microvascular plug, mreye coil, flipper coil, and nit-occlud pda. The article concluded that transcatheter pda occlusion is successful in children. Study data might be useful for optimizing transcatheter therapeutics and animal models for interventional cardiology. [The primary and corresponding author was lauren markovic, department of small animal medicine and surgery, college of veterinary medicine, university of georgia, athens, ga, 30602, USA, with corresponding email: lauren.markovic@uga.edu]. The time frame of the study was from july 2019 to june 2021. A total of 202 patients were included in the study, of which it was not specified how many received an abbott device. The average age at time of intervention was 11 months and the average weight was 9.1 kg. No information regarding gender distribution among patient population was reported. Comorbidities included patent ductus arteriosus and congestive heart failure.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "comparative transcatheter occlusion of patent ductus arteriosus: multicenter collaborative study across pediatric and veterinary cardiology centers." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.